Event description:
Device issue: failure to deploy - locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during step 2, the plunger did not engage to deploy the locator wings. A non-abbott vascular closure device was used to achieve hemostasis. There were no reported adverse pt effects. Through requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.